Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: a DHR review could not be performed for this pi. Manufactured in (B)(4)? No record of this part number ever having been processed at the (B)(4) facility. Device history review: (B)(6) 2020 : could not review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a revision surgery due to displacement of the femoral head from the neck. Initially the patient was implanted with the reported femoral neck system (fns) devices on (B)(6) 2019. During the revision procedure all the fns devices were successfully removed and the patient was then revised to hemi arthroplasty left hip. The 85mm bolt was removed during the initial surgery and replaced with the 90mm bolt as the surgeon felt that the 85mm bolt was initially too short. The 90mm bolt was the item removed during the revision surgery. The procedure as successfully completed without any surgical delay. Patient status was unknown. This report is for one (1) neck fix plate 1-ho tan. This is report 1 of 5 (B)(4). Related product complaint: (B)(4).